Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the right ventricular exhibited pacing lead impedance measurements significantly greater that the upper limit. The procedure was completed using a replacement lead. The patient was stable.